Manufacturer narrative:
(B)(4). Batch #t5a771. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with no reload present. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction, such as a clip, is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Upon visual inspection of one photo, the following was observed: the photo shows tissue with some staples that appear to be properly formed. The tissue appears to be not properly cut on the proximal end of tissue. Based on the photo, the event described is confirmed, however, no conclusion or root cause could be determined. Additional information was requested and the following was received: as I told before surgeon used during procedure echelon flex ec60a lot t54771 with ecr60g and extra ec60a which was bought 2 month before. 5 completed firings was made with ec60a (lot t54771), and ecr60g (reloads was not returned to office jnj because of compliant was on cutting line from stapler)[ 6 pieces of ecr60g reloads were used during the procedure, 6 different reloads and we do not know may be the problem was in 2 reloads has been used with the stapler ec60a lot t5a771. First 3 firings was with good staple line and cutting line, during 4th firing ec60a lot t54771 from first stroke start jammed tissue into jaw. After 3 completed strokes during 4th firing was made staple line without cutting line. So it was not correct firing, because correct firing is consist of 4 complete strokes (3+1). On 5th firing surgeon used again ec60a (lot t54771), but situation was the same, after 3 completed strokes stapler was made staple line without cutting line- again this description is about not completed firing, because surgeon had to make 3+1 in total 4 strokes. On 6th firing and all firing after during this procedures surgeon continue used reloads ecr60g with another ec60a which was bought 2 month earlier¿ no need to return product which worked appropriately. On 4th and 5th firing after 3 strokes the knife was returned itself automatically . 4th and 5th firings was completed without cutting line. Red button of knife returning can be pushed down by surgeon¿s mistaken movement, which will lead to missed complete cutting line ¿ surgeon use echelon flex during several years and knows about red button functionality, but I can't be absolutely sure that surgeon¿s movement was right on that moment. Instrument returned with red button on start position and knife blade indicator is in the starting position also¿ the arrow pointed to proximal or distal part of the instrument? What was displayed on stroke count indicator? What is displayed now on this product, as I understand you still have it if the red button was pushed downward.

Event description:
It was reported that during a gastric bypass procedure, on the fourth firing, tissue was jammed into the jaws and the knife was automatically returned after three completed firings. After opening the jaws, there was only a staple line without a cut line. The fifth firing produced the same results. Another device was used to complete the procedure. There were no patient consequences.